Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due an infection. This crt-d was explanted and replaced with a non-boston scientific leadless pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due an infection. This crt-d was explanted and replaced with a non-boston scientific leadless pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (correction): devices codes h6 field was updated.